Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported. Additional information was received stating that this scs device was replaced to upgrade to new technologies. The patient underwent an implantable pulse generator (ipg) revision procedure wherein their ipg was explanted and replaced. Postoperatively, the patients therapy was optimized to provide optimal coverage.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported.